Event description:
The customer reported via phone call that she was recently treated by paramedics due to a low blood glucose level. The customer stated that she laid down to take a nap and her next memory was of paramedics treating her. Blood glucose level at the time of the incident was 25 mg/dl. The customer stated that she was not admitted to a hospital, just treated by paramedics. The customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.